Manufacturer narrative:
Bottle 11 (xylene) was not in contact with the corresponding sensor for approximately three (3) seconds, which is not sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset. This action set the xylene concentration in bottle 11 to the default value of 100% configured in the reagent types definition. However, the actual xylene concentration of the reagent in bottle 11 remained unchanged at 87.0 % because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 11 (xylene) would have been used the first time in the final clearing step of the "routine: 6 hour retort a" protocol started in retort a at 14:36 pm on (B)(6) 2017; and would also subsequently have been used in the final clearing step of the "routine: 6 hour retort b" protocol started in retort b at 14:39 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. Although the user affirmed in the instrument software that the reagent concentration in bottle 11 (xylene) was to be set to the default value of 100% at 05:31 am on (B)(6) 2017, the actual concentration of the reagent in bottle 11 (xylene) remained unchanged at 87.0%, because the bottle was not removed from the instrument for sufficient time to replace the reagent. Investigation of this complaint found that the instrument operated within specification during execution of both the "routine: 6 hour retort a" protocol started in retort a at 14:36 pm on (B)(6) 2017; and the "routine: 6 hour retort b" protocol started in retort b at 14:39 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 05:31 am on (B)(6) 2017. The facts suggest that manual replacement of the reagent in bottle 11 (xylene) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that approximately 200 tissue samples were over-processed. The complainant advised that the protocol ran to completion with no instrument error(s); the variance between the alcohol concentration measured using a hydrometer and the alcohol concentration from the instrument software was not acceptable and the quality of tissue processing had remained sub-optimal following the replacement of the reagent in all "alcohol" bottles. On 23 october 2017, a leica field support specialist (fss) visited the laboratory in order to provide applications support. The fss documented that laboratory staff had replaced all the reagents on the instrument prior to the fss visit; the complainant stated that the tissues tended to become dry over time; the complainant described the affected tissue samples as "large" and of "varied" type; sub-optimal tissue processing had been identified from approximately 200 cassettes derived from two (2) processing runs of 6 hours duration, one of which had been run in retort a and one in retort b; reagent had been diluted to match the concentration calculated by the instrument software rather than setting the default concentration and diagnostic tissue samples had been processed immediately following reagent replacement without measuring the ethanol concentration in relevant bottles according to a laboratory technician. The complainant advised the fss that all the cases from which tissue samples exhibited sub-optimal tissue processing were diagnosable.